Event description:
While a pt was being treated in the subject device, the elevating base of the incubator lowered without user intervention. There was injury and the pt was not compromised. The pt was moved to another bed and treatment was continued.